Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 28mm +8 lfit v40 head; cat# 6260-9-328 ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's right hip was revised due to suspected infection (unknown if clinically confirmed or identified). The head and liner were exchanged for devices of the same catalog number.